Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and implant removal from textured to smooth due to the concerns of the product. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec) and observed delamination partial of the plug strap disk shell (adhesive failure). ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side deflation and implant removal from textured to smooth due to the concerns of the product. Device has been explanted.

Event description:
Healthcare professional reported left side deflation and implant removal from textured to smooth due to the concerns of the product. Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6